Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room after losing consciousness. Analysis of the patient's device showed that the right ventricular lead had episodes of loss of capture. The lead was re-positioned on (B)(6) 2020. The patient was stable throughout the revision.